Event description:
It was reported that surgeon was going to have to remove my simulator due to multiple infections and swelling over device area. The patient had 4 infections since implanted in (B)(6) and a lot of pain and swelling. He said after a 3 month rest he could re implant another device. The patient indicated that it helped with their nausea. It was reported a couple of weeks later that the device was removed due to infection. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).